Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device detected a low shock lead impedance measurement of less than 20 ohms. All other shock impedance measurements were between 50 to 60 ohms, with all other lead measurements within acceptable limits and the device programmed in the triad configuration. The health care provider was to discuss this information with the patients' physician. Information from the boston scientific crm sales representative noted that the patient was brought in and the device was checked. The low shock impedance measurement was confirmed and it was a one time event. Shock impedance measurements continue to be within acceptable limits and the physician chose to continue monitoring the patient. Subsequently, another low shock impedance measurement was detected and a technical services consultant recommended that the device and right ventricular (rv) lead be replaced. Additional information received approximately two weeks later revealed that the device was temporarily deactivated due to lead measurement complications. To date, no adverse patient effects were noted with this clinical observation.